Event description:
Physician set up to place an invasive line at the bedside in ICU. Physician attempting to use the guidewire for procedure, when testing the guidewire it was kinked and was unable to be used for the procedure. No patient involvement with device.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire within its advancer tubing and a lidstock for evaluation. The guide wire did not show significant signs of use. Visual examination of the guide wire revealed a kink in the guide wire body near the distal tip. During normal assembly this kink would have been located inside the straightener tubing, protecting it from damage. However, the straightener tubing and end cap were not present in the returned assembly, indicating they may have been removed or fallen off. The distal j bend was found to be slightly misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire body was located at 37 mm from the distal end. The total length of the guide wire measured to be 600 mm which is within specifications of 596-604 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.794 mm which is within specifications of 0.788-0.826 mm per product drawing. The IFU provided with this kit states the following: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." "Thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." The returned guide wire was advanced through a lab inventory ars and a lab inventory 18 ga introducer needle. The swg was able to pass through each component with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. Manufacturing was contacted regarding this issue, and they reported that no defects were found by the vision system station which inspects the finished assembly in any of the guide wire components for the reported material and batch numbers. This indicates that the damage was unlikely to occur during manufacturing assembly. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit states: "do not apply undue force on guidewire to minimize the risk of possible breakage." The customer report of guide wire damage before use was confirmed by investigation of the returned sample. Visual analysis confirmed the guide wire had two bends near the distal end. During normal assembly these bends would have been located inside the straightener tubing, protecting the guide wire from damage. It was determined by manufacturing that the damage was unlikely to occur during the assembly process as the finished samples were checked by an automated system and no defects were found at the time of inspection. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Therefore, the root cause of this failure is undetermined. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Physician set up to place an invasive line at the bedside in ICU. Physician attempting to use the guidewire for procedure, when testing the guidewire it was kinked and was unable to be used for the procedure. No patient involvement with device.